Manufacturer narrative:
The instrument has been investigated. The field service enginner evaluated the instrument and adjusted the tip ejection sensor. The instrument was tested without further problem and returned to service.